Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Six days after event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, every 4 days, ongoing, route and duration were not reported), fortum injection (1gm, daily, ongoing, route and duration were not reported) and amikacin injection (250mg, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from peritonitis event, however remained hospitalized due to an unspecified heart disease. It was reported that the patient's catheter was removed and the patient was switched to hemodialysis twice a week. No additional information is available.